Event description:
The following information was reported: the balloon lost pressure during pullback at the 2nd stop (arteriotomy). Manual compression was applied for 30 minutes or less. Vessel type: peripheral sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1423901) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).